Event description:
It was reported that intermittently, a cartridge alarm occurred during insulin delivery. A supply change was performed to resolve the issue but ultimately, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.